Event description:
It was reported "persistent helium loss 3 alarms. Alarm occuring approximately every minute. Catheter failed leak test". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint for the "persistent helium loss 3 alarms" is confirmed based on the customer photo provided with the complaint report. In the photo, "possible helium loss 3, subcode 2" alarm was noted on the pump generated alarm strip. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the helium loss alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "persistent helium loss 3 alarms. Alarm occuring approximately every minute. Catheter failed leak test". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".